Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. It was noted on (B)(6) 2017 the lead was reposition due to poor position, miss placement and dislodgement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).